Event description:
It was reported that the catheter disconnected from the pin connector. There was to be a catheter revision on the date of the report. The drug in the pump was unknown. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported interventions had included an x-ray on 2013-(B)(6). The patient had experienced reduced pain relief prior to the revision. The patient did not require hospitalization due to the event. It was again confirmed the outcome to the patient was no injury.

Event description:
It had also been indicated dislodgement/migration occurred at the proximal location of the catheter, the catheter as reported disconnected from the pump.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter. (B)(4).

Event description:
It was later reported the proximal catheter was disconnected from the pump. A catheter revision was done on (B)(6) 2013. The patient experienced loss of pain control. The patient outcome was reported as ¿no injury.¿ the device system was used to deliver morphine 1mg/ml at 0.4431mg/day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that there was a catheter problem. The patient reported that their pump had a failure where the catheter came loose. The patient requested a report of why it failed. The patient did not remember when the event occurred at the time of report, but reported that it was sometime this year. It was noted that there was a "big bubble" had come up on top of the patient's pump. The patient reported that they pulled the pump out, added a piece of catheter to it and put it back in. The patient reported that this was all supposition. At the time of report the patient was be assigned a different managing health care professional (hcp). The patient reported that they have a pump stuck in them that failed. The pump was used to infuse morphine at the time of event. If additional information is received, a follow-up report will be sent. The following information was previously reported under manufacturer report # 3004209178-2013-04037. It was reported the patient experienced withdrawal. An x-ray was performed and it was believed that the catheter was disconnected from the connector. A revision was being done. The pump was delivering morphine. If additional information becomes available, the information received will be reported under this manufacturer report # 3007566237-2013-00870.